Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the lens was torn upon insertion. The incision was enlarged to remove the lens and sutures were required to close the wound. Another lens was successfully implanted.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that both haptics and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue. Conclusion - based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.